Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ascent femoral catalog#: ni lot#: ni, unknown ascent tibial tray catalog#: ni lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08656 and 0001825034-2018-08657. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date. Subsequently, the patient's surgeon is requesting a thicker tibial bearing to counteract a knee dislocation. A revision procedure has not occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products : unknown ascent femoral catalog#: ni lot#: ni, unknown ascent tibial tray catalog#: ni lot#: ni, biomet tibial locking bar catalog#: 141205 lot#: 042310. It was previously reported that 0001825034-2018-08656 was also sent for this event, but that product was determined to be unrelated to this issue, and was not reported. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date. Subsequently, the patient's surgeon is requesting a thicker tibial bearing to counteract a knee dislocation. It is unknown whether a revision procedure has occurred.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.